Manufacturer narrative:
H6: additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during charging of the device at the user facility, it was noticed that the top of the device appeared to be melted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during charging of the device at the user facility, it was noticed that the top of the device appeared to be melted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was found that the damage of the power pack appeared to have been caused by a mechanical shock and not by melting of the housing. Impact or dropping of the device was determined to be a probable cause of the reported damage. The power pack is not a repairable device and will therefore not be returned to the user facility.